Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced blurry vision, was ¿unbearably uncomfortable,¿ felt sick and nauseated, felt like something was in her eye and was crying. The consumer stated that she sought a second opinion, was told that the wrong power lens was implanted, and that the foreign body sensation in her eyes was due to eye dryness, although she did not have this problem prior to surgery. Add¿l info was received from the consumer who reported that her optometrist has prescribed a contact lens, which is difficult to insert and remove. The consumer added that she was told by a doctor that the lens could be exchanged, but she and her primary physician decided not to proceed. Per the consumer, she has been seeing her optometrist for follow up care since her surgery date. At the consumer¿s request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).